Event description:
Revision of equpnoxe shoulder components due to implant disassociation. Event was discovered through exactech clinical research. There was no allegation of a product problem.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for eval. Additionally, the device specific identification info was not provided, precluding a review of the device history record.